Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection, no product damaged qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo is received. No sample was received. If there were samples received, the defective area can be observed and investigated on its cause. The complaint will be re-open when there is sample received for this complaint. The complaint trend will be tracked and monitored.

Event description:
The patient's arterial puncture was successful, and the arterial indwelling needle was inserted to connect to the pressure measuring pipe. However, it was found that the interface with the pressure measuring pipe could not be tightened. The indwelling needle was immediately removed and replaced with a new one, and the pressure measuring pipe was successfully connected without affecting the patient.

Event description:
It was reported that bd arterial cannula 20g/45mm adapter / connector was defective / damaged. The patient's arterial puncture was successful, and the arterial indwelling needle was inserted to connect to the pressure measuring pipe. However, it was found that the interface with the pressure measuring pipe could not be tightened. The indwelling needle was immediately removed and replaced with a new one, and the pressure measuring pipe was successfully connected without affecting the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.